Event description:
It was reported that the patient¿s blood glucose levels increased to approximately 22 mmol/l (396 mg/dl) after approximately 3 hours of pod wear on the abdomen. It was further noted that during initial pairing, the pod experienced a communication error, requiring the user to select ¿try again¿ twice before a successful connection was established. Upon removal of the pod, the cannula was observed to be bent and appeared to have a cut. A new pod was placed and the patient successfully resumed therapy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or communication error, or to determine if these conditions could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Investigation results did not find a bent/kinked soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The device was able to communicate to a controller when rerun was attempted. No damages or defects that would contribute to a communication error were observed. The cause of the reported communication error could not be determined.